Event description:
It was reported that during implant procedure patient's implantable cardioverter defibrillator (ICD) left ventricular port plug was not able to removed. It was also noted that the set screw was stripped. The ICD was explanted and replaced. There were no patient conseqeunces.